Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture with less than two seconds of asystole to the patient. The lead was noted to be dislodged. It appeared as though the original slack in the lead was gone as the loss of capture was positional. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.